Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having pocket issues. The patient stated that they had a ¿clinching or tugging¿ sensation at their ins pocket sight. It was reported that this had been going on since they had a fall and hit their ins pocket. They also stated that since the incident their recharge intervals were shorter and they reported that their battery would never charge past 70 percent. It was indicated that the patient¿s fall where they hit their ins pocket sight may have contributed to their issues. The rep was going to see the patient on (B)(6) 2020 to troubleshoot. No actions/interventions had been taken yet and the issue was not yet resolved. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient reports shocking around battery, she bumped battery in january. Battery was not charged. She will charge battery and will meet friday with rep. Issue not resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative stated that all impedance levels were within normal limits. They had the patient increase stimulation to a comfortable level and then with some modest positional changes she was feeling ¿jolting¿. They attributed it to her being very sensitive to postural changes due to the approximation of her leads to her spinal cord. The representative started programming with the patient and she was comfortable when trying to reproduce her ¿jolting¿. The patient was well pleased when she left the visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's recharge intervals had decreased since she had switched groups and increased intensity so the rep found this to be a normal function of how the patient was using her ins. It was found that looking at the recharge logs that the patient was charging to 100%. Her patient programmer (pp) was at 90% when the patient met with the rep. The rep told the patient if she continued to see any problems with this they would need to meet again with a less than 70% charged ins, so they could troubleshoot. The rep has not heard from the patient so they are assuming this is resolved. The ins was turned off for some time and the clinching/tugging was not attributed to her stimulation. The doctor was to address this with topical creams to the area. The patient's issues have been resolved, the patient reported her stimulation is helping her pain adequately and will call with any if anything else is needed. No further information was reported.